Event description:
Customer reported that seven (7) erroneously low sodium and chloride results were generated by the synchron cx9 alx clinical system. The system was within calibration and quality controls within specifications prior to the event. The erroneous results were reported out of the laboratory. The samples were retested and yielded results within expectation. It is not known if there were any changes to the pt's care or treatment. There are no reports of any adverse events or need for medical intervention to prevent or preclude serious injury.

Manufacturer narrative:
The field service engineer (fse) visited the facility and examined the system. The fse found a small clot in the electrolyte injection cup (eic). The eic was replaced which corrected the problem. This is one of seven (7) medwatch reports being submitted as seven pts samples were affected. Reference the below medwatch numbers for all associated reports. MDR #2050012-2011-06278, MDR #2050012-2011-06279, MDR #2050012-2011-06280, MDR #2050012-2011-06285, MDR #2050012-2011-06286, MDR #2050012-2011-06287. This reportable event was identified during a retrospective review of complaints conducted between (B)(4), 2008 and (B)(4), 2010 for additional reportable events.